Event description:
The customer reported the loss of the live fluoroscopic image. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. A loose screw cover on the dsad2 board intermittently caused a short circuit. The issue was resolved and the system was tested and found to be working as intended and returned to service.